Manufacturer narrative:
This complaint is being reported based on the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the tip of the instrument broke off and fell inside the patient. Although the fragment was retrieved without patient harm, adverse outcome or injury, at this time it is unknown what caused the issue to occur.

Event description:
It was reported that during a da vinci-assisted hernia repair procedure, the tip of the mega suture cut needle driver instrument broke off. The broken fragment fell inside the patient but was retrieved during the same surgical procedure. A back-up instrument was used to complete the procedure. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up and obtained additional information from the da vinci coordinator indicating that the instrument was held by the quality department and may not be returning for evaluation.